Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp therapy due to noise. Some noise was able to be reproduced in clinic through deep breathing but was determined to be unrelated to the noise which caused the inappropriate therapy. Patient was stable before, during and after the event. No further information.

Event description:
New information received notes that the lead was capped and replaced on 09/07/2016. Patient was stable before, during and after the event.